Event description:
It was reported that the patient programmer was not able to read the implantable pulse generator (ipg). Power on reset (por) occurred, but was cleared. Patient experienced tightness in their chest. The programmer read estimated replacement indicator and the battery showed 2.85v. The ipg was replaced. The patient was reported to be alive with no injury.

Event description:
It was further reported that the ipg seemed to function properly. Due to high therapy settings, the decision was made to also explant and replace this (as well as the contralateral device) device and send in for analysis with the other ipg. The patient programmer was able to intermittently read the ipg. Impedance checks on this ipg were all normal except the c-0 combination which read 2157. When impedances were re- run with higher voltage, the issue cleared and 8840 read "no problems found." During explant, the surgeon closely observed the devices, connections and general condition. He did note a possibility of a slightly denuded exterior on a tiny portion of both 38085-40 extensions. Impedances were checked prior to closing and no problems were found. Additional information indicated that the patient had a prior lead revision due to the leads not being in the best location. The settings had to be high, which drained the ipg battery quickly. The patient had been charging every night for 7 hours due to the settings. The leads were re-positioned in (B)(6) 2012 and the patient was able to resume daily activities. The patient then underwent the aforementioned replacement on (B)(6) 2012. In the recovery room, the surgeon mentioned to the patient's father that there was a 'nick' in the extension, which was later seen in the patient's medical report as an 'indentation in the silicone.'

Event description:
Additional information received reported that neither the manufacturer representative nor health care provider (hcp) was able to replicate the patient's complaint. The two devices were replaced in (B)(6) and appeared to be functioning properly. The patient still received therapy from those devices. It was also reported that the leads were repositioned on (B)(6) 2012 to try and achieve improved placement and improved therapeutic benefit. There was no "cause" for the leads having been in an incorrect position; "it was the nature of the surgery and lead placement."

Manufacturer narrative:
Analysis of the device, serial #(B)(4), found it functionally okay with no significant anomalies. Analysis of the device, serial #(B)(4), found no anomaly.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Concomitant medical products: product ID 37651, serial# (B)(4). Product type: recharger: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3387s-40, lot# v821660, implanted: (B)(6) 2012. Product type: lead: product ID 3387s-40, lot# v821660, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).